Event description:
Retained surgical item: (B)(6) female admitted to hospital on (B)(6) 2015 for elective robotic assisted laparoscopic total hysterectomy with bilateral salpingo-oophorectomy for uterine leiomyomas and pelvic pain. As part of the preparation to start the laparoscopy, the internal cervical os was dilated to accommodate a v-care uterine manipulator (a disposable item). The anchoring sutures were placed on the anterior and posterior lip of the cervix and then attached to the surgical cup of the v-care and the intrauterine balloon was inflated. During the procedure, the persistence of the bowels in the pelvis limited the exposure and the pt's o2 saturation was decreasing. The decision was made by the surgeon to convert to an open laparotomy. The procedure progressed and the uterus was extracted after the v-care manipulator was removed. The procedure was completed. Two x-rays of the pelvis were obtained for instrument count, as the case was urgently converted from laparoscopy to laparotomy and an instrument count was not performed. There were no instruments noted on the x-ray fills per the imaging report. The pt was sent to the recovery room, had an uneventful to laparotomy and an instrument count was not performed. There were no instruments noted on the x-ray film per the imaging report. The pt was sent to the recovery room, had an uneventful post-operative course and was discharged (B)(6) 2015 in stable condition. On (B)(6) 2015, the pt presented to the ed with pelvic pain and fever. She was examined in the ed, a CT of the abdomen and pelvis with IV contrast was ordered. Impression noted a foreign body in the vagina. Clinical correlation was advised. The surgeon was notified and noted that the foreign body corresponded to a piece of the uterine manipulator. The surgeon arrived in the ed, examined the pt and removed a small portion of the uterine manipulator from the vagina, the surgical cap. The pt was admitted as an inpatient for IV antibiotic therapy and pain management with an admitting diagnosis of postoperative fever. She returned to surgery on (B)(6) 2015 for laparoscopy with peritoneal lavage, adhesiolysis and cultures. There was no evidence of abscess. The pt received IV antibiotic therapy and pain management and underwent a laparoscopy with peritoneal lavage. Pt was discharged to home on (B)(6).